Event description:
It was reported that the ilet screen became unresponsive during a supply change, and the issue resolved after the user was guided to restart the device via the mobile application. Investigation included remote troubleshooting and user education. Investigation of this case revealed that a device restart restored normal function and that the device operated as expected after reboot. No symptoms during the event were reported, as blood glucose was not impacted. Outcomes included no interruption to therapy and no need for medical intervention or hospitalization. It was concluded that the event was a transient user interface freeze that resolved with standard restart procedures, with no patient harm.